Event description:
Event description cpi received information that during a routine follow-up, this ventak mini implantable cardioverter defibrillator (ICD) system exhibited a memory fault fallback mode. The physician elected to explant the ICD and the transvenous defibrillation lead model 0125 serial number 304899.